Manufacturer narrative:
Correction: h6 - device code. Investigation / evaluation: it was reported by manufacturer¿s internal legal counsel that notification of an event had been received from the law office of attorney mr. (B)(6). Cook medical devices were involved in a civil lawsuit for professional liability and medical malpractice. The defendants in this case are the implanting physician, dr. (B)(6), (B)(6) associates. A tffb-32-111-zt (lot: 2516191), left tfle-18-56-zt lot: 2626372) and right tfle-14-56-zt lot: 2638479) were used during the endovascular aneurysm repair procedure on (B)(6) 2011. Review of the information provided in the attached report revealed difficult advancement of the tffb-32-111-zt delivery system from the right side and vessel ruptures at the left common iliac artery (cia) bifurcation and right femoral artery. The information provided in the report states that the patient had a medical history of "high potential for significant calcification of the aorta and peripheral arteries which would have included the left and right iliac, external and internal." Preoperative non-contrast CT revealed ectasia and calcification of the abdominal aorta and a growing bilobed infrarenal abdominal aortic aneurysm with a maximum diameter of 5.1cm. The implant procedure was conducted on (B)(6) 2011 and began by accessing the right femoral artery which was determined to be well calcified. It was reported that the physician experienced difficulty advancing the wire guide (glidewire) from the right side into the suprarenal aorta due to tortuosity of the aneurysm and required multiple attempts to be successfully advanced. It was then reported that an 11fr introducer was advanced over the right glidewire into position. On the left, there was "extreme difficulty in advancing the wire into the infrarenal abdominal aorta" and also required multiple attempts to place. Tffb-32-111-zt delivery system (20 fr) advancement from the right access site was attempted but abandoned due to significant difficulty reported. After the delivery system was removed, a 20fr dilator was advanced over a lunderquist wire on the right side into the suprarenal abdominal aorta. The physician then attempted to advance a 22fr dilator but was unsuccessful and main body advancement from the right was abandoned. The tffb-32-111-zt was successfully advanced from the left side after vessel dilation first using a 20fr dilator then a 22 fr dilator with "minor" difficulty. The main body tffb graft was then deployed and angiograms were then subsequently conducted on both the right and left cia bifurcations. It was reported that the physician advanced a "60cm balloon" from the left side and inflated over the proximal stent, then withdrawn and repeated on the right side. An abdominal angiogram was obtained through the right side where a type 2 endoleak was reported. The delivery system was then removed from the right side and the physician concluded, it was quite obvious that the right femoral artery has been lacerated beyond repair". The patient's blood pressure began to drop and a 60cm balloon was advanced into the suprarenal abdominal aorta which resulted in a temporary stability of blood pressure. However, the patient¿s lower abdomen was distended, and blood pressure was difficult to control. It was reported that there was now massive bleeding into the left pelvic area. The physician performed blunt dissection to determine the exact area of bleeding, which was identified at the left common iliac artery, just above the bifurcation. The patient then died while on the surgical table. The death certificate identified the cause of death as therapeutic misadventure, hemorrhagic shock and a torn iliac artery. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned for evaluation and no imaging was provided for review. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file (dhf) found that the affected product is safe and effective for its intended use. A review of the device history record (DHR) found no nonconformances or additional complaints associated with the device lot. The tffb-32-111-zt is a one-device lot, giving no indication of non-conforming product in house. Because there are adequate inspection activities in place, objective evidence that the DHR was fully executed, no related non-conformances, and no other lot-related complaints received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: 2 indications for use: "the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall)." 4 warnings and precautions: "4.1 general. Lack of non-contrast CT imaging may result in failure to appreciate iliac or aortic calcification, which may preclude access or reliable device fixation and seal. 4.2 patient selection, treatment and follow-up: access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and / or ay increase the risk of embolization. 4.3 implant procedure: do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis in calcified of tortuous vessels. Molding balloon use: confirm complete deflation of balloon prior to repositioning. Do not inflate the balloon in vessel outside of the graft, as doing so may cause damage to the vessel. Use the balloon in accordance with its labeling. Use care in inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel." 5 adverse events: 5.2 potential adverse events. "Adverse events that may occur and/or require intervention include, but are not limited to: aortic damage, including perforation, dissection, bleeding, rupture, and death death vascular access site complications, including infection, pain, hematoma, pseudoaneurysm, arteriovenous fistula vessel damage. Vascular spasm or vascular trauma (e.g., iliofemoral vessel dissection, bleeding, rupture, death). Based on the information provided, no inspection of the product, and the results of the investigation, a cause for vessel dissection was traced to patient anatomy and the procedure. Additionally, vessel dissection / perforation is listed as a potential adverse event in the product IFU and are a known inherent risk for any endovascular procedure. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient / event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant products: zenith flex aaa endovascular graft iliac leg, tfle-18-56-zt, lot# 2626372 (left). Zenith flex aaa endovascular graft iliac leg, tfle-14-56-zt, lot# 2638479 (right). Reporter occupation: attorney. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Three (3) times, prior to (B)(6) 2011, the physician ordered CT scans of the abdomen and pelvis of the patient without contrast rather than with contrast. No other form or type of diagnostic testing was performed up to (B)(6) 2011 specific to monitoring the development of the aneurysm. On (B)(6) 2009, a CT revealed a 4cm in ap dimension, infrarenal ectatic fusiform abdominal aortic aneurysm bilobed, unchanged from the previous exam. On (B)(6) 2010, a CT revealed ectasia and calcification of the abdominal aorta, an enlarged heart with coronary artery calcifications, calcification of the lower pole of the right kidney, and a bilobed infrarenal abdominal aortic aneurysm with maximal diameter of 4.8cm, larger than the previous exam. On (B)(6) 2010, a CT revealed a fusiform aneurysmal dilation of the infrarenal aorta bilobed. The proximal component measured approximately 5.9cm in craniocaudal extent with maximal transverse diameter of approximately 5.1cm. The inferior segment of the aneurysm measured 5cm in craniocaudal extent with a maximum ap diameter of approximately 4.6cm. On (B)(6) 2011, the patient received pre-op testing at the hospital and on (B)(6) 2011 was admitted to the hospital for surgical abdominal aneurysm repair by the physician. The physician began the aortic repair by accessing the right femoral artery which was determined to be well calcified. A glidewire was advanced in right common femoral artery after being cannulated. The physician had difficulty in advancing the glidewire in the suprarenal aorta due to the tortuosity of the aneurysm. It took multiple attempts to place the wire. A #11 french introducer was advanced over the glidewire into position. On the left side, the left common femoral artery was cannulated. There was extreme difficulty in advancing the wire into infrarenal abdominal area. The glidewire was followed by the advancement of a #5 french pigtail catheter into the suprarenal abdominal aorta. An angiogram was obtained at this time, from which the physician determined the right renal artery was the lower of the two renal arteries. Next, the physician had considerable difficulty with advancing the device 2 x 111cm (tffb-32-111-zt) to be deployed on the right side. There was considerable difficulty in advancing this. It was abandoned and device was removed. Then a #20 french dilator was selected and used over the lunderquist wire on the right side into the suprarenal abdominal aorta. Then the physician attempted the advancement of a #22 french dilator but this could not be done and was abandoned. The physician then decided to place the zenith flex aaa endovascular graft bifurcated main body through the left side using a #20 french dilator first without difficulty then with #22 french dilator with minor difficulty. The physician deployed the stent device then another angiogram was obtained on the right through the right femoral artery which revealed the position of stent device, then the fixation device was deployed. Prior to final deployment, the position of the common iliac bifurcation was clearly visualized. Another oblique angiogram was performed on left common iliac which was visualized. The introducer was left in place while the delivery system was removed, then the physician advanced a 60cm balloon through the main body of the in the left groin into the central position which was inflated over the proximal stent, then withdrawn, then repeated on the right side. An abdominal aortogram was obtained through the right side, giving rise to the suspicion of type ii endovascular leak, which then the physician changed to a clearly type ii leak at which time the delivery system was removed from right side, then prompting the physician to conclude that it was quite obvious that the right femoral artery has been lacerated beyond repair. At this time, the patient¿s blood pressure began to drop. A 60cm balloon was advanced into the suprarenal abdominal aorta which resulted in a temporary stability of blood pressure. However, at this time, the patient¿s lower abdomen was distended and blood pressure was difficult to control. There was massive bleeding in the left pelvic area. The physician performed blunt dissection to determine the exact area of bleeding which was then found to be from the left common iliac artery just above the bifurcation. The patient died while on the surgical table.